Event description:
It was reported that an unspecified quantity of novum iq large volume pump¿s onscreen barcode was not working. The customer was doing an integration of new large volume pumps but when they went to scan the onscreen bar code, it was not working. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.